Manufacturer narrative:
Customers meter has been requested for investigation. A follow up report will be submitted when investigation results are complete.

Event description:
A customer reported a complaint of imprecise sequential readings on their freestyle flash meter. The customer obtained readings of 2.6 mmol/l and 12.4 mmol/l and 9 mmol/l within ten-minute timeframe. When plotting each reading against the average on a parkes error grid the results fell into the "c" zone showing the difference to be clinically significant. There was no report of death, serious injury or mistreatment.